Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. Dermabond prineo applied per IFU what prep was used prior to, during or after adhesive use? None was a dressing placed over the incision? If so, what type of cover dressing used? No is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Yes, however she did not communicate that to me. Is the patient hypersensitive to pressure sensitive adhesives? Yes was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes, did not say she was allergic. Patient demographics: initials / ID, gender, age or date of birth; bmi female/bmi 30 patient pre-existing medical conditions (ie. Allergies, history of reactions) none has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Not aware. Product lot of product used? Prineo 22cm. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Patient did not say she was allergic. If applicable, will product be returned? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? If applicable, will product be returned? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total abdominal hysterectomy on (B)(6) 2023 and topical skin adhesive was used. Post op to the procedure that patient was having an allergy reaction to product. She felt itchy. Patient believes she could possibly have an allergy to adhesive. Treated with benadryl otc. She is now getting medrol dose pack and keflex. Dr instructed to remove using petroleum jelly. Additional information has been requested.